Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime3 and no delivery tests. Insulin pump passed the unexpected restart test and self-test. No unexpected error alarms noted during testing. However, the insulin pump alarmed external ram crc error alarm found in alarm history. The insulin pump alarmed due to corrupted history file. The insulin pump passed download using carelink pro. The insulin pump was communicated properly with contour blood glucose meter. All the buttons functioned properly and no moisture damage on keypad traces, electronic assembly or motor noted. The insulin pump had a cracked reservoir tube lip.

Event description:
It was reported that the customer received an external error alarm, an unexpected restart alarm, and over fifteen displayable history check failed on startup alarms. The meter was not sending the customer's blood glucose level over to the insulin pump. She was disconnected from the insulin pump and reverted to insulin pens. Her health care provider could not download her insulin pump. The insulin pump had a strong insulin smell that would give her a headache. She believed there could have been an insulin leak from the reservoir back in november 2014. The customer also had some issues with her high blood glucose levels while she was on the insulin pump. Her blood glucose level was not reported. The product was returned. Nothing further to report.